Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to discomfort caused by the device. The device was reported to migrate from the original position and the movement caused the device to sit uncomfortably in the patient anatomy. Another icm device was implanted successfully. No additional adverse patient effects were reported.